Event description:
The technician alleged that the bed has no power and the head of the bed is raised and will not lower. No pt impact.

Manufacturer narrative:
The technician replaced the control box to resolve the issue.